Manufacturer narrative:
The device has not been returned for investigation. Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed on an unknown date. As per the reporter, one of the screws in the tibia had was loosened. The patient had two antegrade femur nails and two extramedullary tibia nails implanted.